Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2021.

Event description:
It was reported that post port placement, septum port allegedly had difficulty while flushing. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the twenty third complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported difficulty to flush. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during placement procedure, septum port allegedly had difficulty while flushing. There was no patient contact.